Event description:
The customer reported that the patient support will intermittently drive in the upward direction uncommanded. The philips service engineer (fse) has reviewed the log files and confirmed that a button was sticking intermittently on the right front gantry control panel. There was no report of harm to a patient or operator.

Manufacturer narrative:
We have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).